Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer printouts were blank. It was also found on analysis that the provided stylus does not function, a known good stylus will function as required with overlay screen. The lower case feet were worn. The power cord bay latch was broken. The electrogram (ECG) connector was loose. The system fan was noisy. The hard drive was reconfigured and the software updated and reloaded. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.